Manufacturer narrative:
The customer returned the meter . The complaint was not confirmed and no new issues were observed. All results were within the range specification, and no errors were observed during control solution testing. On the date of the reported event, the meter memory log shows the reported results as follows: reading (mg/dl): 300, time (h): 18:18; reading (mg/dl): 043, time (h): 18:16.

Event description:
Customer reported receiving erratic readings on their freestyle freedom lite blood glucose monitor within 10 minutes. Results of 300 mg/dl and 45 mg/dl were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.